Event description:
It was reported that a vessel perforation occurred. Procedure summary: vascular access was obtained via a right transfemoral artery approach. A 14f isleeve introducer sheath was inserted. The physician felt resistance while advancing the acurate neo2 tf ds through the 14f isleeve introducer sheath. At this time a non-bsc guidewire that was in the patient fell out of position and the physician needed to recross the left ventricle. A perforation and a pericardial effusion occurred as a result of the non-bsc guidewire recrossing. The procedure continued with the successful implant of an acurate neo2 valve. When the physician removed the 14f isleeve introducer sheath an iliac artery perforation was noted. Two stents were used to treat the dissection. Ten hours post procedure the patient deteriorated and was brought to cardiac surgery, with evidence of ventricular perforation in the posterior wall that was masked by low blood pressure, the patient did not survive the surgical procedure. Patient status: the patient died.